Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tops are falling off causing spillage. The following information was provided by the initial reporter: customer indicates the tops of the tubes are falling causing spillage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tops are falling off causing spillage. The following information was provided by the initial reporter: customer indicates the tops of the tubes are falling causing spillage.

Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual and functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.